Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration dates are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of historical trending and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a peg placement procedure. According to the complainant, the physician was unable to pass the guidewire through the transition part of the tube as resistance was encountered. The procedure was completed with another endovive safety peg kit push method device. There were no patient complications reported as a result of this event. The patient's condition was reported as "patient is fine".